Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient was in stable condition. On (B)(6) 2016, the patient was brought back into the clinic. After software download, normal device function resumed.